Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report the discordant troponin, creatine kinase and creatinine results. Quality control (qc) was within acceptable range. The ccc had the customer go to the sample status screen and choose edit or rerun. The ccc found that the sample mode was incorrect and the primary tube was run as a sample cup resulting in low results. The cause of the discordant troponin, creatine kinase and creatinine results is due to user error. The instrument is performing according to the specifications. No further evaluation of this device is required.

Event description:
Discordant troponin, creatine kinase and creatinine results were obtained on one patient sample on a dimension exl with lm instrument. The discordant results were reported to the physician(s), who questioned them. The creatine kinase and creatinine initial results were obtained with below assay range flag. The samples were repeated on the same instrument. The sample was re-draw and tested on the same instrument and the results were not reported. The correct results from second repeat were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant troponin, creatine kinase and creatinine results.